Event description:
It was reported that the screw broke while was entering through the tibial tunnel. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One 9x25mm biosure ha screw was returned for evaluation. Visual assessment of the screw showed the first thread is missing a small piece confirming the reported breakage. Broken piece was not returned. Dimensional assessment of the screws length, major diameter and wall thickness was performed and found to meet print specifications. The condition of the screw indicates it was not fully seated on the screw driver during insertion.